Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of a motor issue was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 3 days ( (B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 09:50:10, the sub fault ¿sf_ifd_shutdown _detected activated. A ¿motor disconnected: m2¿ alarm activated at 09:50:12 followed by a ¿flow signal interrupted: f2¿ alarm. The motor speed dropped to 0 rpm and the flow was recorded at ~0.064 lpm, triggering a ¿flow below minimum: f3¿ alarm. The motor speed was then set by the user to be 0 rpm at 09:51:39, clearing the active alarms. The console was powered off at 09:55:19. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was functionally tested and operated as intended; however, the lmcebpx printed circuit board (pcb) was replaced preventatively. The reported event was unable to be reproduced during testing. The pcb was forwarded to product performance engineering (ppe) for further analysis. The returned lmcebpx pcb was inserted into a test centrimag console and connected to a motor, flow probe, and blood pump. There were no issues observed with the pcb and the console was able to operate as intended at all speeds. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 3003306248-2021-00018. It was reported that per vad coordinator, the centrimag motor failure last night on one patient. The console read ¿- - -¿, the flow was zero, and the motor was reported to be very hot. The patient was cannulated for veno-venous (vv) extracorporeal membrane oxygenation (ECMO) on (B)(6) 2021 utilizing the centrimag system. The patient did not require any circuit changes or had any issues prior to the event. The patient's centrimag settings were 3800 rpm, 5.1 lpm before incident. Nursing staff performed switch to their backup console and motor on (B)(6) 2021 at approximately 02:45. Settings to the backup system at 02:50 were 3400 rpm/~4.16lpm. During that time, the patient's spo2 dropped to 60% but returned back to her baseline 97% at the next documented time of 02:50. For the event, the vent fraction of inspired oxygen (fio2) was increased to 100% and returned back to 40% by 0600 that morning. Hemodynamics were unchanged with her map staying ~80mmhg. The primary equipment was taken out of service and given to biomed.